Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an isolated shock due to t-wave oversensing. The rhythm after the shock was normal sinus rhythm. The episode was discovered while the patient was in the hospital due to low oxygen saturation. The patient didn't come in for an evaluation when shocked in april. Technical services (ts) recommended repeating interrogation in several days in a new vector. Ts noted the primary vector looked better than the secondary vector. This s-ICD remains in service. No adverse patient effects were reported.